Event description:
The rep reported the device was used during a femoral tibial bypass graft. It was reported the prw35 was used in the or without any unusual incident. On the first post-op day the pt was back for a wound closure. What the surgeon found was that the staples were formed but out of the skin. He said if it were 1 or 2 he would have chalked it up to user error but there were 15 to 20 staples and in 2 different places. While in the o.r. The surgeon reassessed the original surgery and decided to amputate the foot. It is unk how the original incision or the stump were closed.